Event description:
Boston scientific received information that an unexpected noise on the right atrial (ra) channel was observed though the atrial port of this cardiac resynchronization therapy pacemaker (crt-p) was plugged. Boston scientific technical services (ts) reviewed the saved memory to disk and discussed the potential causes for the noise and suggested measures for further evaluation. Ts also noted that the intrinsic amplitude recorded by the ra was very high and was most likely not coming from the ra. Additionally, there was undersensing observed on right ventricular (rv) lead with the device delivering some ventricular pacing but this was likely not capturing while the patient had an intrinsic rhythm. High pacing impedance measurements were also observed. Attempts to obtain additional information were unsuccessful. The device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.